Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for the same patient event. The other is 1220246-2017-00089 ((B)(4)). The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review revealed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. Per customer device will not be returned.

Event description:
It was reported that during a meniscus repair procedure, the surgeon was using a speed cinch curved needle w/ 2 peek implants (lot: 10056957 (B)(4)). The surgeon inserted and implanted the first implant without incident. He then went to insert and implant the second implant but the second implant pulled out. The suture to the first implant was cut and the first implant was left in the meniscus. A second speed cinch curved needle w/ 2 peek implants (lot: 10048685 (B)(4)) was opened and again, the first implant was inserted and implanted without incident and as the surgeon inserted and implanted the second implant, the implant pulled out. The suture to the first implant was cut and the first implant was left in the meniscus the case was completed with a device from another manufacturer. Additional information obtained 3/23/2017: the sales rep has confirmed that the second implants from both speedcinch devices pulled out still attached to the needle, because they did not deploy.